Event description:
It was reported that the pyxis medbank es system matrix drawer 11 failed to populate.there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that matrix drawer 11 failed to open. A field service engineer stated that there was a delay in accessing medication due to drawer failure. A field service engineer replaced the drawer controller to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.